Event description:
It was reported that during a vats right upper lobectomy procedure, after the firing sequence was completed on the third firing it was noticed that the staples did not form or hold the tissue together. The surgeon had continued using the device and did not notice the unformed staples until approximately the eighth firing. The surgeon continued to use the device to complete the procedure. It was used for a total of twelve firing; all with green cartridges. There were no issues with firing prior to or after the third firing. The procedure was completed without impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.